Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in one inappropriate shock. It was noted that conduction changed during atrial fibrillation (af) and signal wave height decreased. At this time, the system remains in service. No adverse patient effects were reported.